Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty filling the ilet cartridge and did not see drops during the fill tubing step, with observed insulin leakage inside the cartridge chamber, and subsequently achieved drops after switching to a new cartridge and ensuring the plunger was not protruding; the event was associated with high glucose up to 351 mg/dl and prolonged hyperglycemia alerts. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or need for assistance. Outcomes included transient elevated glucose without medical intervention, hospitalization, or emergency treatment. Investigation included customer support troubleshooting and user education regarding proper cartridge preparation and insertion technique. Investigation of this case revealed evidence of a leaking cartridge during the initial attempt and successful priming after replacing the cartridge and adjusting the plunger position, with lot number 6007070 collected. It was concluded that the event involved a cartridge leak that interfered with priming, leading to hyperglycemia, and that correct cartridge preparation and replacement resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.